Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to the pump, replace battery now alarm, blank display, loose silicon case. The customer reported no adverse event. The event involved product(s) mmt-1884l, acc-822bk. Troubleshooting was performed for damage. Found the damage on battery tube side and it was not affecting the pump functionality. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned. The customer will discontinue using the device. No product return is required for acc-822bk.

Manufacturer narrative:
No blank display noted during testing. Pump passed self test, active current measurement and sleep current measurement. No low battery alert noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Battery cycle 9.0 received the lowbatteryalert (104) on 02/09/2026 11:36:00 after more than 7 days at 22.83 days. Battery cycle 2.0 received the lowbatteryalert (104) on 01/17/2026 05:08:00 after more than 7 days at 23.3 days. Pump was cut open to perform visual inspection and found no moisture damage on electronic assembly. The p-cap does lock properly. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked battery tube threads, cracked case corner of belt clip rails, label damage. No blank display noted. Unexpected battery power loss and charge/battery lasts less than expected was not confirmed. Cracked case corner of belt clip rail confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.